Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously high troponin (accu tni) result generated by the unicel dxi 800 access immunoassay system for a single patient sample. A patient sample was tested for accu tni and a result of 1.61ng/ml was obtained. The result was not reported out of the lab. The original sample was re-tested and repeated result was 0.07ng/ml. In addition, the sample was tested on a different instrument in the customer's lab and an accu tni result was 0.39ng/ml. There has been no report of death, injury, or change to patient treatment as a result of this event.

Manufacturer narrative:
Qc and system check information was not supplied. The sample type was lithium heparin plasma, collected into a plastic tube with gel separator. No additional information regarding this event is available. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.